Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate antitachycardia pacing (atp) and presented to the clinic for normal device check. Several episodes of supraventricular tachycardia (svt) were noted in addition to one episode of vt. Analysis of episodes shows svt with rapid ventricular response (rvr). Programming changes were made and the patient will return for follow-up.